Event description:
On (B)(4) 2012, the lay-user/reporter contacted animas on behalf of her son (the patient) alleging that keypad button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The reporter indicated that condensation appeared to be behind the pump's display. She denied that the pump's casing had any cracks. The keypad was reportedly intact. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. The audio bolus button was noted to be partially detached from the pump and was unresponsive when tested due to the slug being missing. On testing, all the keypad buttons were appropriately responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.